Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer states that the adapter was cracked. The catheter was only used for 3 days. The device was pulled and replaced with a new one. No patient injury and medical intervention.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue. The product sample was received within a generic plastic bag. It consisted of one blue adult adapter. A crack on the thread region was found after visual inspection. Based on the instructions for use (IFU), it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. Over tightening catheter connections can crack some adapters. It was reported that they did not notice any issue prior to use. Therefore it can be concluded that the adapter was more likely damaged during use. Based on the available information, the most probable root can be due to over tightening the adapter. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% visual inspection during production, which would identify cracked adapters in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 10/22/2014. An investigation is currently underway. Upon completion, the results will be forwarded.